Event description:
Hcp reported purulent fluid in pump pocket/infection. The patient underwent explantation of the device. The patient is being treated for the infection and is awaiting implantation of another device.